Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the reported failure of suction failure was not confirmed. Hence, this complaint cannot be confirmed. However, other deficiencies were found on the device: left and right lexan covers cracked; clamp tubing twsited; guid line twisted; top cover damaged; tips and rubber feet worn out. No root cause has been determined as the reported failure was not confirmed. However, the deficiencies observed may have resulted from the device being dropped. Furthermore, this device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6).

Event description:
It was reported by the affiliate via phone that the customer stated that post operatively the fms duo+ pump is broken and the suction was not working. Neither patient harm nor surgical delay reported. Loaner was requested. It was mentioned that no further information is available.